Event description:
During the aneurysm coiling procedure, the presidio microcoil (pc4181550-30) was inserted into the microcatheter (mst17000000) approx. 3cm. The inr attempted to advance coil by first pulling back. At this stage he noted that the coil had ¿stretched and broke¿. The coil system was at the proximal section of the mc when difficulty occurred. Additional clarification regarding the event of breaking of the coil indicated that there was neither any premature detachment noted nor any breaking in any components of the coil system noted thus final resolution has been requested. The coil was removed through the mc while retaining target access. The coil was still attached to the delivery system when removed from the patient but it is unknown if entire coil was within the delivery system. No additional intervention required during the procedure. No patient or vessel code information provided. There was no resistance/friction during advancement of the coil system through the mc nor was there any report of coil system getting stuck within the mc.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product device evaluation has not been approved yet thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received on 12/6/2013 indicated that the coil did not break in two pieces. There was no report of premature detachment. The coil was removed intact through the microcatheter with no additional information or loss of target position. The same microcatheter was used to complete the procedure. No additional information was available from the reporter. Complaint conclusion: it was initially reported that during an aneurysm coiling procedure the presidio microcoil (pc4181550-30) stretched and broke in the proximal section of the courier microcatheter (mst17000000). However, with request for additional clarification regarding the event of breaking of the coil it was indicated that there was neither any premature detachment noted nor any breaking in any components of the coil system. The coil did not break off in two pieces. The entire coil was removed from the microcatheter with the coil still attached to the delivery system and the procedure was continued without removing the microcatheter from the target access position. No additional intervention was required due to the event. There was no resistance/friction during advancement of the coil system through the mc nor was there any report of coil system getting stuck within the mc. Analysis of the returned device found that the coil was not broken; it was still intact and attached to the device positioning unit (dpu) via the detachment fiber. The coil was returned unsheathed and entangled around the core wire. The coil was stretched, but not out of specification as minor separation of the primary winding at the proximal length was found to be borderline at 50% of the coils diameter which is acceptable. The entangled distal section of the dpu was found bent and entangled against the core wire, therefore it cannot be determined if this damage and the coil stretching was procedural or post-procedural in nature. It was found that the coil was returned unsheathed with the resheathing tool advanced over the proximal end of the green introducer. A likely contributing factor to the primary windings minor separation between the coils was unprotected retraction of the coil through the rotating hemostatic valve (rhv). If the coil was not stretched due to the entanglement found upon receipt, then the coil may have came in contact with the rubber adjustable gasket inside the rhv which may have caused the separation of the primary windings at the proximal end as the coil was removed from the rhv. For optimum product performance and to prevent potential complications the instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil.¿ the resheathing tool was found to have been advanced over the proximal end of the green introducer. While not complaint related, for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible...¿ based on the lack of procedural information pertaining to the reported event, a definitive root cause conclusion cannot be made. Based on the return of the coil unsheathed and the analysis, it appears that procedural handling may have contributed to the condition of the returned device. The device labeling outlines appropriate techniques related to the identified potential procedural factors contributing to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.